Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported increased intra-peritoneal volume (iipv) condition. The cause was false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 20:58:42. During night drain cycle two, the patient's ultrafiltration reading was 2715ml, indicating the home patient (hp) drained 2715ml more than their maximum programmed fill volume of 1600ml. No additional information is available.